Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f333 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f333 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, alarm #1: air detected, tubing leak. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. Mc: 024877. A.b: (B)(6) 2018.

Event description:
The customer called to report a blood leak that occurred during a patient treatment. The blood leak was seen at the red cell pump tubing at approximately 52ml whole blood processed. There were no alarms that occurred during prime; however, the customer reported that an alarm #1: air detected had occurred during the treatment. The customer inspected the kit and noticed blood leaking from the red cell pump tubing. Approximately 10 ml of blood had leaked from the tubing according to the customer. The patient is in stable condition and not affected by the incident. There will be no product(s) returned for investigation.